Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s daughter reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 320 mg/dl, 345 mg/dl and 300 mg/dl. The customer reported that they treated high blood glucose level with injections. The customer did not mention any symptom related to high blood glucose level. Insulin delivery was not suspended due to sensor glucose and blood glucose difference. It was reported that the blood glucose value from reported event was 300 mg/dl and sensor glucose value from reported event was 118 mg/dl. The sensor glucose and blood glucose difference was 182. The insulin pump will be returned for analysis.